Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 802:02 was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time. Additional information: the device has not been previously sent into service for the reported condition of "failure code 802:02 occurred". This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 802:02 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred upon power up in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.